Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Analysis determined there were no anomalies/issues with the returned pump. Analysis determined there was a non-significant indent in the seal of the sutureless connector, which did not affect infusion.

Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen 2000 mcg/ml at 200 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the pump and catheter were removed due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.